Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 460 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dehydration, vomiting and sweating. The patient reports they had administered a bolus for dinner. Upon arrival at the hospital the patients pod was removed. The patient reports being unsure the cannula was properly inserted as no insulin was at then pod infusion site (abdomen), when the pod was removed. The patient was treated with intravenous fluids, insulin and dextrose. The patient was discharged from the hospital after 2 days. The patients pod will not be returned as it has been discarded.